Manufacturer narrative:
This report is submitted on december 11, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [98496- device analysis report.pdf]

Event description:
It was discovered during device analysis by the manufacturer that during an attempted implantation surgery on (B)(6) 2017, the silicone portion of the sheath was damaged during withdrawal of the stylet. Subsequently the patient was implanted with a backup device, there is no report of patient injury associated with this event.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another device during the same surgery.